Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall.

Manufacturer narrative:
D10: concomitants: 08010018020 a10012 - gps implant kit v2, (B)(6), 203-96-42 - (11-3671) stryker sys 6 90x13/21x1.19, (B)(6), 203-96-42 - (11-3671) stryker sys 6 90x13/21x1.19, (B)(6), 02-010-04-0220 - logic cr femoral por, left, sz 2, (B)(6), 02-012-51-2011 - logic tib insert impl crc, should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a left knee implanted, underwent a revision procedure. The patient presented to the surgeon with complaints of knee pain. The surgeon removed all components and replaced them with a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return. They were disposed of by the hospital. Device images were not available. No further information.